Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding / abnormal bleeding (general)") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera from (B)(6) 2014 to (B)(6) 2015. Concurrent conditions included uterine polyp, pelvic congestion syndrome and endometrial polyp. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 12 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdomen pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, fatigue and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results: (B)(6) 2015 and (B)(6) 2017 : hysterosalpingogram (hsg) and transvaginal ultrasound : that is was a successful placement, and there was some abnormal bleeding. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical records received. Events- "dysmenorrhea (cramping), fatigue, abdomen pain", reporter added from pfs. Concomittant condition, lab data added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding / abnormal bleeding (general)") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera from (B)(6) 2014 to (B)(6) 2015. Concurrent conditions included uterine polyp, pelvic congestion syndrome, endometrial polyp, muscular dystrophy and insomnia. Concomitant products included ibuprofen (motrin), medroxyprogesterone (depo provera), solpadeine (tylenol 1), sumatriptan (imitrex), temazepam (restoral) and topiramate (topamax). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 12 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdomen pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain had resolved and the genital haemorrhage, dysmenorrhoea and fatigue outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results: (B)(6) 2015 and (B)(6) 2017 : hysterosalpingogram (hsg) and transvaginal ultrasound : that is was a successful placement, and there was some abnormal bleeding. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event outcome was updated for the event: pelvic pain and abdomen pain. Concomitant drugs were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.